Event description:
It was reported that the charge time limit was long exceeding 32 seconds due to 28 charges while the patient was in a ventricular tachycardia (vt) storm. The patient experienced pain. The patient was to continue with regular monitoring.